Event description:
It was reported that during set up, when the firstpass mini straight was opened it was no working, the tip was broken and it was not grasping the suture. The procedure was successfully using a back-up device, it is unknown if there was a surgical delay. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). B5,h6: updated. H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received has confirmed that there was no actual breakage on the tip of the device, it was just not able to grasp the suture. This issue will not contribute to serious injury. A backup device was used to completed the procedure with no surgical delay. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during set up, when the firstpass mini straight was opened it was no working, the tip was not grasping the suture. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.